Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced after 75 months of implant duration. Dissatisfaction with regard to battery longevity was expressed. The device was explanted.